Event description:
The pressurewire x, wireless was used for ffr and upon removal of the device, the wire separated into two pieces at the proximal end. The wire was inside the guiding catheter when the separation happened and the wire was extracted from the patient by removing the entire catheter. The procedure was completed successfully without ffr. No adverse patient consequences. The status of the patient along with the gender, age, and weight of the patient are not available due to confidentiality expectations.

Manufacturer narrative:
Product evaluation: the reported event of a fracture was confirmed. The results of the investigation concluded that the shaft had fractured into two sections, with subsequent fracture of the microcables and corewire. The combined length of the two guidewire sections indicated there was no missing material from the guidewire assembly. Additional analysis revealed that the guidewire was exposed to excessive torqueing and manipulation causing the shaft fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use. The pressurewire x instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire x instructions for use states that the pressurewire is a delicate instrument and should be handled carefully. Bending or excessive force during removal from the packaging coil may damage the guidewire. The pressurewire x instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.